Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, the les was damaged upon inserting. Additional information was requested

Manufacturer narrative:
The product was not returned. The file indicated the use of a non-qualified lens/cartridge combination. The company lens model is only qualified for use in the company (a) cartridge. The handpiece indicated is qualified when used with a qualified lens/monarch cartridge combination. The associated viscoelastic was not provided. It is unknown if a qualified product was used. The root cause is most likely related to a failure to follow the IFU. File indicated the use of a non-qualified len/cartridge combination. The company lens model is only qualified for use in the company (a) cartridge. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified intraocular lens (iol) delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).